Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of asxg0002 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Facility reported that they found cracking of the red device of a line on the retro percath. Insertion of the catheter was on (B)(6) 2015 and the reported cracking of the red device of the line was found on (B)(6) 2016. No patient injury reported. A repair kit was used on (B)(6) 2016.